Manufacturer narrative:
Unit received with currents in specification. Unit unable to prime during the prime and force system sensor test due to faulty force system resistor. No motor error alarm. Motor passed motor test. Drive support disk was inspected and no anomaly was noted. No encoder error alarm on alarm history screen. Unit had minor scratched lcdwindow, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 300 mg/dl at the time of incident. Troubleshooting found that the pump had multiple alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.